Event description:
The user facility reported that the automated impella controller (aic) intermittently made a whirring and grinding noise and that it appeared to be coming from the purge cassette. The noise was not continuous. However, it was found that the device (aic 11387) had fallen and hit the ground while in use. A console change was performed (aic 2760) and after performing the console change, the grinding and whirring sound continued. Therefore, a cassette change was then made.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.